Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # (B)(6)) unknown egia adapter (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the powered stapler was able to fire but stopped before the end of the reload, and there was an abnormally long firing duration. The surgical time was extended as a result. The device was replaced by using another handle with the same reload from the same lot. No patient complications have been reported as a result of this event.